Event description:
Customer reported that the touchscreen of their device was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from customer technical support, and no additional actions or information were obtained.